Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm and the button was stuck for three minutes. The customer's blood glucose level was 118 mg/dl to 130 mg/dl. The customer¿s other blood glucose was 68 mg/dl which the customer corrected. The customer stated that an hour later, the insulin pump stopped alarming. The similar error recurred and the customer was unable to stop it. The customer reported that the insulin pump had an x and pump face with an arrow with question mark and book. The customer tried with different new batteries but the issue persisted. The customer stated that they received an open book image on the insulin pump screen. The customer declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm keypad anomaly due to critical pump error alarm.